Manufacturer narrative:
G4: 27feb2020. B4: 26mar2020. The customer troubleshot with technical support and was advised to replace the liquid crystal display (lcd) cable. The customer stated that replacing the lcd cable addressed the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20feb2020.

Event description:
It was reported that the ventilator's screen is white. There was no patient involvement.